Event description:
Report received from hcp that catheter had become disconnected from pump x2. Connector not replaced first time the disconnect occurred and it happened again. The pt experienced less therapeutic effect and an accumulation of fluid in the pump pocket starting about a week before the surgical procedure to revise the catheter was performed. Catheter connector replaced at this surgical procedure. The pocket was filled with csf reflux. The pt had an uneventful recovery after replacement of the device and has been satisfactory since.